Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/01/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the patient experienced a skin reaction with a rash and infection extending beyond the patch perimeter, which occurred 2 days after the sensor had been inserted in the arm. The skin was prepped with alcohol prior to sensor insertion. The sensor site became tender, painful, and swollen. The patient removed the sensor on (B)(6) 2023. The patient consulted with a doctor on (B)(6) 2023 and was prescribed oral cephalexin (500 mg). The patient stated the area was still healing at the time of report. No additional event or patient information is available.